Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was trying to charge their implantable neurostimulator (ins) when the power on reset (por) error code was seen. The therapy stopped due to the por and it was an info por. The patient also reported that they were recently at the airport and went through security gates/theft detectors. The steps were reviewed on how to clear the por and the error code was cleared successfully. In the end, the patient was able to turn the stim on after clearing the por, but he couldn¿t figure out why his pain had increased. There were no further complications reported or anticipated.